Event description:
It was reported that during implant, acceptable values could not be obtained with the lead after several attempts were made to place the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant. The lead was received with the helix extended, stretched and bent. Although the helix is bent and stretched, it still extends and retracts within specification.